Event description:
A discordant falsely low result for estradiol was obtained on one patient sample on an immulite 2000 instrument. The patient sample was run as neat four times, one time at a 1:3 dilution, and one time at a 1:5 dilution. The discordant low result was only obtained on the first neat sample and was not reported to the physician(s). The result of the second neat sample was reported out to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not fine an instrument malfunction. A siemens field service engineer (fse) was then dispatched to the customer site. The fse performed a total service check. The fse ran a precision study using biorad quality controls and two patient samples. Qc and precision was acceptable with all results within acceptable ranges. A gps specialist followed up with the customer who stated that no further discordant results were encountered by the laboratory. The cause of the discordant low result on the immulite 2000 instrument is unknown. The system is performing according to specifications. No further evaluation of the device is required.